Manufacturer narrative:
An investigation was completed to determine if there was an issue with the returned instrument. Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument. Failure analysis found a broken distal clevis. The broken piece measuring roughly 0.120¿ x 0.070¿ was not returned with the instrument.

Event description:
A permanent cautery hook instrument was returned to intuitive surgical, inc. (Isi) with no reported complaint.